Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Troubleshooting measures were performed to address the issue with the ssc ergo, including review of error logs and assessment of the column ergo, mceb, and column motor connections. The fse replaced the relevant part(s) associated with the ssc electrical/optical conductor to resolve the issue.

Event description:
It was reported that during training/demo, the customer experienced an issue with the system related to the ssc ergo. The customer contacted technical support and was instructed to perform a hard restart of the ssc, which did not resolve the issue. The system was described as usable, but the position of the viewer made it difficult to sit at the console. Error logs indicated a column ergo error, and all troubleshooting steps were completed during the initial call. The customer reported event has no report of patient injury.

Manufacturer narrative:
Updated fields d9 and h3. Updated annex code b, d, and c.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. Performed visual inspection and found no problem related to reported issue. Verified error 23062 in lighthouse/aperture and installed on an internal test system. Attempted to calibrate and replicated reported 23062 fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause is attributed to an electrical issue with the vertical axis motor module. This issue may be resolved by fse service to replace the vertical axis motor module.

Event description:
Refer to h11 for follow-up information.